Manufacturer narrative:
The pump passed the functional tests including the prime/compromised force sensor system, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm tests. The pump had a cracked reservoir tube lip and cracked battery tube threads that were noted during the visual inspection. Several boluses were programmed and delivered properly. There was no slow delivery noted during testing. (B)(4).

Event description:
The customer reported via phone call that she went to the emergency room on (B)(6) 2015 with a blood glucose of 600 mg/dl. Customer started to have high blood glucose on tuesday and changed sets and insulin several times but her blood glucose did not come down. Customer was treated with an IV insulin drip and was given a manual injection. Customer was wearing the pump at the time of the emergency room visit. Customer had changed her site 3 times and changed to a new bottle of insulin that she kept refrigerated. Customer stated that no alarms went off and she had gone to bed with a blood glucose of 112 mg/dl and the next morning it was 331 mg/dl. Customer mentioned that she did a bolus but during the second bolus, it timed out and it took about 4 minutes to fully deliver a small bolus. Customer did not want to troubleshoot and wanted a replacement pump.